Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that the first iab was inserted through a sheath via the femoral artery. After insertion of the iab, the iab was connected to a pump. The pump ran a purge at which time the md experienced difficulty with the membrane inflation. The pump did not alarm. An x-ray was taken. The md removed the iab and inserted a second iab. Refer to medwatch 1219856-2007-00309 for the second incident involving the same patient.